Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl due to needing settings adjustments. Customer had difficulty treating low bg on their own, but ultimately managed to address it without assistance by consuming glucose tablets. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.